Manufacturer narrative:
(B)(4). D10 associated products item #0100009001; item name #setting instrument for pole plug; lot #4503146677 g2 foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023 -00329. The setting instruments have been returned for investigation. The tips of instruments are fractured off and the rings are missing. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. An investigation was previously performed including the initiation of corrective and preventive actions and health hazard evaluation to assess the necessity of corrective actions and/or a field action. The CAPA investigation concluded the below root causes: surgeon has limited visibility of the plug during insertion with the straight setting device. The surgeon may not see when the pole plug is fully seated (leading to a potential deformation of the instrument tip). The described surgical technique is not always followed and the instrument has been misused. Both surgical techniques of the alloclassic cup and alloclassic it cup do describe the correct handling of the pole plug inserter. However, the descriptions of how to use the setting instrument are not fully aligned. An analysis showed that a potential minimal collision between the instrument and the acetabular cup may happen during the insertion of the pole plug. This collision may result in the instrument slightly separating from the pole plug, which may lead to a deformation of the setting instrument. Corrective actions related to the affected setting instrument have been implemented. These corrective actions include the following: the design of the instrument was improved. The visibility of the surgical field was improved by flattening the tip of the straight setting instrument and the potential worst case collision/overlap between instrument and acetabular cup was eliminated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw plug can no longer be properly placed on the setting instrument. The tips of instruments are fractured off and the rings are missing. No consequences or impact to the patient. Attempts have been made and no further information has been provided.